Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Iit was reported that this patient noted their heart rate (hr) was in the high 40s. The patient has an underlying rhythm. Technical services (ts) reviewed the device data and noted intermittent loss of capture (loc) on the right ventricular (rv) lead, an increase in thresholds, a decrease in amplitude, and a decreasing in pacing impedances. This rv lead was implanted in the left bundle branch (lbb). This lbb lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient noted their heart rate (hr) was in the high 40s. The patient has an underlying rhythm. Technical services (ts) reviewed the device data and noted intermittent loss of capture (loc) on the right ventricular (rv) lead, an increase in thresholds, a decrease in amplitude, and a decreasing in pacing impedances. This rv lead was implanted in the left bundle branch (lbb). This lbb lead remains in service. No additional adverse patient effects were reported. Upon receiving additional information, it was reported that this lbb lead was explanted due to infection. This lbb lead has not been returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated information in section b5.